Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or number ramping anomaly was noted. The insulin pump was monitored for 24 hours and no unexpected audio anomaly was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked reservoir tube lip and a cracked reservoir tube.

Event description:
Customer reported a button error on her insulin pump. The numbers are scrolling up by themselves. Customer's blood glucose is 119 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.